Event description:
A 3.5mm diameter x 18mm length medtronic ave s670 over-the-wire stent delivery system was inserted into an unknown coronary artery. During deployment of the stent, there was evidence of contrast leaking out of the delivery balloon as it reached nominal pressure. The balloon was then deflated and removed from the pt. The stent was then post-dilated with an unknown ptca balloon at the intended lesion site. The pt was reported to be fine post procedure. There was no product returned for eval. Device history revealed no similar issues relating to this complaint. There was no add'l clinical sequelae reported relative to the event.